Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding unable to update timing alarm / leak in iab circuit. There was patient involvement and no harm reported.